Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/1.5/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) in vertical position on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted in horizontal position due to lens rotation not associated to a low vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic torn. Haptic torn/broken/bent. Unable to perform dimensional inspection due to damaged state of returned lens. Claim# (B)(4).